Event description:
Medtronic received information that a transcatheter bioprosthetic valve was implanted in a 21 millimeter (mm) regurgitant carpentier edwards surgical heart valve. No adverse patient effects beyond the reoperation/implant were reported. 700434307. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).